Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. The device was recertified and returned to the customer. It is important to mention the battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type. Review of the activity logs did not find evidence to support the reported event. The log shows that on (B)(6) a battery was completely depleted during use and provided all the proper alarms during shutdown. The device is powered back on with ac and battery.